Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap assisted hemicolectomy procedure, the surgeon was using a double staple line technique and everything went well during the procedure, within an hour of the surgery the pt was observed the have bleeding at the suture line and then it stopped. The pt was given a transfusion in her room of 1 unit of blood due to her blood count was low, at this time the pt has not returned to surgery and is stable. The pt has chronic obstructive pulmonary disease (copd) and is chronic for lung issues. One device was discarded.